Event description:
It was reported that during a da vinci surgical procedure, the mega suturecut needle driver instrument wouldn't close. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding not reported by the site was that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable or tube abrasions with material removed found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.